Event description:
It was reported at initial implant of the lead, the physician noted the lead perforated the ventricle. The physician was able to pull back on the lead and reposition at that time. The patient did not experience ill effects from the perforation. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.